Event description:
It was reported that the patient experienced repeated infusion set failures while using the ilet, with two unsuccessful inset insertions followed by a successful third insertion performed by a family member, after which the patient was transported to a medical facility and admitted; the cause of the infusion set failures was unclear and lot information was unavailable, and the patient remained on the pump during hospitalization. Symptoms included hyperglycemia with blood glucose reported in the 500 mg/dl range and fatigue. Outcomes included unexpected medical intervention with medication required and inpatient admission. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed insufficient information regarding a specific medical device problem or device component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.